Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was programmed with correct time and date. Pump monitored for few days. Pump passed displacement test. Pump history download using thds/carlink were successful. However, there is no data available on ( 17-jan-2025), unable to perform data analysis the complaint. However, unit unable to communicate to test minilink and the glucose meter simulator to verify lost sensor alarm problem isolated to the y1 to the rf board. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Moisture found on the electronics, motor, battery tube and vibrator assembly noted. In conclusion, due to failed y1 to the rf board unable to communicate minilink to pair with the bg meter was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to pair to blood glucose meter. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-754lwws was requested, and customer response was the device returned.